Event description:
There were no (audible alarm) tones on power up. The failure was detected during the power on test. The device was in patient use, however, there was no reported patient harm. A field technician performed an on-site repair and replaced the keypad assembly to correct the problem. The keypad assembly was returned to the manufacturer for additional investigation. It was determined that the speaker wire had broken creating an open condition resulting in alarm failure.